Event description:
The reporter indicated that the cell voltage was down from 2.71v on 3/10/97 to 1.73v on 9/15/97. The cell current was up from 19.5 microamps on 3/10/97 to 267 microamps on 9/15/97. The pt has an underlying rhythm. The device was explanted and will be returned for evaluation.

Manufacturer narrative:
The reported premature battery depletion was the result of an intermittent short of a diode in the communication circuit. The short is due to a bond wire which was inadvertently damaged during pacer assembly and not observed during inspection.